Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Caller's coumadin dose was decreased based on the meter result. No adverse event reported. Requested return of suspect system, however test strips are no longer available; replacement was sent.